Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon fired two firings successfully. He was making the pouch and then tried to open the device; it would not open and locked. He tried the release button and manually tried to open the device but still could not get it to open. He then cut the device out and used another device to complete the procedure with no patient consequence. There were no bleeding issues due to the surgeon is an avid user of the device and his experience allowed him to remove the device with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was received with the firing and clamping mechanism damaged. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube (yoke flange). Additionally, the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. The batch records were reviewed and the final quality release criteria were met before released for distribution.

Manufacturer narrative:
(B)(4). On what tissue type was the device used? Stomach at what location on the tissue? After forming the pouch. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? After the second firing. If echelon, during which stroke did the event occur? Firing was completed at that time what color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.